Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator experienced issues with settings not being available after charging. A message was received when attempting to adjust settings, and a controller reset did not resolve the issue. The user was unable to change settings on the neurostimulator, and the same code appeared when trying different groups. The controller turned on when plugged into an ac power supply without a lithium battery, but the desired intensity settings could not be provided. The neurostimulator was at 60% charge, and the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for further assistance. Additional information was received from a rep. They reported they do not know the cause of the reported settings not available message, and the same day they were made aware of the message, they redirected the pt to contact patient services for troubleshooting. Additional information was received, it was reported the patient had occipital leads and good coverage but had some impedance issues in the past starting late last year or early this year. The manufacturer representative met with the patient who had one lead fully out and all electrodes in the 20,000-30,000 range and had another lead with 2 electrodes between 18,000-20,000. The patient was tentatively on the schedule for a lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the hcp noted that during the lead surgery, the leads looked damaged. They already knew there was impedances, they ran a check again the or, still impedances. The impedance values were as follows: 0-0 1-1050 2-20390 3-960 4-19130 5-980 6-1030 7-1070 8-31420 9-28560 10-27880 11-25230 12-23050 13-34540 14-25800 15-29130. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type lead. H3. Analysis found that all conductors were broken and there were open conductors on #0-5. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type lead, h3. Analysis found that conductor #4 was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6). Implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep returned the devices for analysis, and it was clarified the leads were fractured.